Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. A receiver download was completed with no findings related to the complaint found. A manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced no audio output on the receiver, in addition to an adverse event that occurred. The patient stated that his low alarm on the receiver was set at 100mg/dl. The patient stated that he was asleep but woke himself up and looked at his receiver and it was reading 40mg/dl. The patient did not hear any alerts go off. The patient then got up and went to his son to tell him. The patient's son gave his father some juice and his blood glucose (bg) came back up and father was fine. At time of contact the patient's condition was good. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.